Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the luer was broken between the orange and clear inflow tubing. The reported condition was confirmed. The investigation found the tubing leaked at the orange/clear tubing junction. The connector was broken. Post market vigilance (pmv) could not determine how or why the connector broke. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the microwave ablation procedure, the cooling connection of the probe was broken, nothing fully detached with the device. Nothing fell into patients cavity. Therefore the case was completed by using another probe. There was no patient injury.

Manufacturer narrative:
This report was generated manually. The report and text information has been reviewed and there is no new event or investigation information to provide at this time. This report is not necessary and will be cancelled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the microwave ablation procedure, the cooling line part of the probe was detached or separated from the probe. Therefore the case was completed by using another probe. There was no patient injury.